Event description:
Biomedical reports during an infusion of an as50, 3.6ml of intralipid was delivered to a patient in 6 hours instead of 12 hours. There was no patient injury or medical intervention reported. Reportedly, there were no alarms and the intralipid was delivered via a 35ml monojet syringe, however, the facility usually uses a 60ml syringes.